Event description:
It was reported that the customer went to the emergency room (ER); cause of ER visit was not clear. A blood glucose level was not provided. Additionally, it was reported that customer had a seizure; cause was not known. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.